Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6.

Event description:
Patient reported "rupture" and later reported "sonographic signs of rupture", "superficial undulation, containing thick material between the horizontal layers, which may be related to a possible implant rupture" and "findings suggestive of intracapsular rupture". Later patient representative reported "intracapsular rupture", "showing the characteristic "linguine sign, which corresponds to intracapsular rupture of the implant with partial collapse of the same", "intense muscle pain, joint pain, and also the knowledge of the announced recall, the plaintiff began an intense panic and anxiety crisis" and "wavy surface, containing thick material between the horizontal layers, which may be related to a possible rupture of the implant". This record is for the right side. Device remains implanted.

Event description:
Patient reported "rupture" and later reported "sonographic signs of rupture", "superficial undulation, containing thick material between the horizontal layers, which may be related to a possible implant rupture" and "findings suggestive of intracapsular rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.